Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms and increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional examination but failed dimensional verification and visual examination. Dimensional verification revealed the rear housing disc curvature to be out of specification. However, per (B)(4) and considering that the wet test passed power consumption, this deviation is not expected to impact the pump performance. Visual examination indicated scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Review of received log files by the manufacturer showed 36 high watt alarms logged in since (B)(6) 2015. An increase in power consumption outside the normal operating range was observed starting (B)(6) 2015. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. This patient's known history of left atrium thrombus and recent power disconnect are factors that may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator at the hospital that the patient was admitted for high watt alarms. The patient was placed on heparin and tirofiban; power trended down. On (B)(6) 2015 the power was "down in the 3s" with patient on aggrastat and heparin. The patient was listed as 1a for transplant and a pump exchange was performed on (B)(6) 2015. Additional information reported that there was a power disconnect on (B)(6) with the pump off between 0-5 minutes. No further information regarding the circumstances of the power disconnect is available.